Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 143607: (B)(4) items manufactured and released on 24-sep-2014. Expiration date: 2019-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 4 years after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed washout and poly swap and the surgery was completed successfully.